Manufacturer narrative:
An event of patient device interaction problem and a resistance felt while parachuting was reported. A more comprehensive assessment, including dimensional analysis of the valve could not be performed as the device was not returned for analysis. The sizing and annular dimensions of the valve were not provided by the field. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met specifications. Based on the information available the cause of reported event could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a 21mm epic plus supra valve was chosen for a procedure. During procedure, the sizing was performed, and the valve cuff was sewn and inserted; however, the use was discontinued due to discomfort felt in the thread alignment of the cuff. There was some resistance was felt. The valve replaced with a non-abbott device, sewn again, and the procedure was completed while patient on bypass. There was no delay in the procedure. The patient was reported stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 21mm epic plus supra valve was chosen for a procedure. During procedure, the sizing was performed, and the valve cuff was sewn and inserted; however, the use was discontinued due to discomfort felt in the thread alignment of the cuff. The valve replaced with a non-abbott device, sewn again, and the procedure was completed. The patient was reported stable.